Event description:
Patient was revised to address a loose asr cup. It was reported that the cup was extremely hard to remove, but was still believed to be loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.